Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an out of range shock impedance measurement however no value was recorded in nxt. Technical services (ts) was consulted and noted that the value was a high out of range shock impedance measurement greater than 125 ohms. Ts mentioned that monitoring can be considered and that no further alerts will be received until patient is seen in clinic. This ICD remains in service. No adverse patient effects were reported.